Event description:
It was reported that (1) lcsc5 was used during a lap nissen fundoplication procedure. It was reported by the affiliate that the beep tone was heard, but no coagulating or cutting took place. Opened another device to complete the case. There was no consequence to pt.